Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged the "pump was not delivering insulin". The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged the pump caused the patient to experience a blood glucose of 409mg/dl with no symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: a review of the pump's black box memory showed that the total daily delivery values add up correctly and correspond to the programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump was exercised for 12 hours with a 2.0 units/hour basal rate and at the end testing the basal history correctly showed 2.0 units and the total daily dose record showed 24.0 units. No errors, alerts, warnings or delivery interruptions occurred during the testing. The original complaint of an inaccurate delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.